Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no sound perception with the device. External parts have been checked without improvement. Family reports no incident of accident or trauma. Patient was re-implanted in (B)(6) 2017.

Manufacturer narrative:
Conclusion: damage to the active electrode under the silicone over mold, as might be caused by an external mechanical impact along with damages caused by micro movements due to repeated external mechanical impacts, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. Additional damages found during device investigation are most likely related to explantation surgery. This is a final report.

Event description:
The patient has no sound perception with the device. No report of accident or trauma received. The patient was re-implanted.